Manufacturer narrative:
Product evaluation: the intraocular lens was returned to the manufacturing site for investigation. The lens is damaged and incomplete. Part of one of the haptics is missing and the optic is torn. The condition of the returned lens confirms the reported complaint. It is most probably that the damage was related to improper loading and the remove and replacement procedure. According to the initial complaint, the lens had a missing haptic. The condition of the returned lens confirms the complaint reported and was most probably related to lens use and handling. Investigation of the return sample and the condition of the return lens did not suggest the damage was introduced during manufacturing. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The complaint related test is the cosmetic inspection performed at final inspection and the lenses met specification. The in-line optical inspection data showed that the lens was within power specification and the lens met the specified requirements. A search on related complaints revealed that no other complaints for this order number were received to date. During the manufacturing record review of the production order for this serial number, no product deficiency was identified. The documentation showed that the production order was manufactured according to specifications. The lens met specification prior to release. Labeling review: directions for use (dfu), were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the intraocular lenses. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI #:( (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that when an intraocular lens, model zmb00, was implanted, the lens was missing a haptic. The lens was removed during the same procedure. An incision enlargement and sutures was required but no vitrectomy was performed. There was no adverse effect to the patient. Reportedly, the lens could have also been removed due to patient anatomy. The lens was replaced with another zmb00. No further information was provided.